Event description:
On september 12, 2019, the lay-user / patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and / or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the evening of (B)(6) 2019, he obtained an inaccurate high result of ¿480 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of self-adjusted insulin and oral medication. In response to the elevated result, the patient reported that he ¿doubled¿ his insulin dose. The patient claimed that on the evening of (B)(6) 2019, after the alleged issue began, he developed symptom of ¿dizziness.¿ in response to the symptom, the patient stated that he contacted the emergency medical services and was transported by ambulance to the nearest hospital where he was treated with glucose tablets/gel. The patient claimed that he was discharged that night and was feeling much better. It was not reported if the patient¿s blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.